Manufacturer narrative:
No information for date of event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has an impedance on one side and it's on her good side. No symptoms reported. No further complications were reported or anticipated with this event.